Event description:
Dealer advised unit alarming with low o2 and compressor release valve is loudly blowing out air on each cycle, rental unit, no injury, dealer could not provide any further information.